Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified and tortuous tibial artery. While advancing the command es guide wire via the armada 14 balloon, resistance was met with anatomy. Additionally it was observed that the coating at the tip of wire (for approximately 2-3 cm) was discolored and light grey in color. It also felt more rough as compared to rest of the hydrophilic coating. Also, the hydrophilic coating was peeling off very quickly. The device was simply withdrawn and the observations were confirmed. The peelings did not detach and there was no peelings left in the patient. An asahi gladius guide wire was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appear to be related to the operational context of the procedure; however, a conclusive cause for the reported irregular texture & appearance and peeled / delaminated guide wire was unable to be determined. Factors that may contribute to irregular texture and appearance include, but are not limited to, manufacturing damage, corrosion, improper storage, and/ or inadvertent damage to the device. Factors that may contribute to a peeled/ delaminated guide wire include, but are not limited to, the chemical composition of the coating, coating damage incurred during manufacturing, improper storage, damage incurred during shipping, and/ or damage incurred during use. In this case, there was no damage or anomalies noted to the guide wire during the inspection performed prior to use or during preparation for use which suggests that a product quality issue did not contribute to the reported difficulties. Based on the information provided and due to the device not being returned for analysis, it is unknown what may have caused the reported irregular texture & appearance or peeled / delaminated guide wire. It should be noted that light or thin polymer coating is acceptable in accordance with internal manufacturing procedures and will cause the coating to look greyish in appearance, as the coils are visible. This may have contributed to the reported irregular appearance, light grey discoloration; however, this cannot be confirmed. Additionally, it is likely that the guide wire interacted with the patient¿s mildly tortuous and calcified anatomy during advancement, as resistance was noted, resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.d9, h3: device status changed from returning to discarded.